Event description:
A discordant, falsely elevated high sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated in duplicate on the same instrument with comparable results to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A sample specific issue such as the presence of heterophilic antibodies cannot be ruled out as a potential cause of the event. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.